Event description:
It was reported that the merlin at home would not power up. Prongs were removed to troubleshoot the device and the prong seemed burnt the device was returned and replaced.

Manufacturer narrative:
Final analysis found physical damage to the power adapters which may have caused power surge.